Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. The distal portion of the pump cable was also returned measuring approximately 19.0¿ from the inline connector. The modular cable was also returned with the device. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. An outflow graft clip was also returned attached to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-015034 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 after they experienced sustained ventricular arrhythmia on (B)(6) 2024. The event required defibrillation, which was performed at 150 j, and cardioversion. The patient experienced ventricular fibrillation and loss of consciousness as a result of the event. The patient did not have a history of arrhythmia prior to left ventricular assist device (lvad) implant. The arrhythmia was not thought to have been device or therapy related. An implantable cardioverter defibrillator (ICD) was not implanted prior to the lvad. It was reported the patient's arrhythmia resolved and they underwent a cardiac transplant on (B)(6) 2024.

Manufacturer narrative:
MFR# 2916596-2025-04903 was determined to be supplemental information to this event. This information was previously reported under MFR# 2916596-2025-04903. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. The distal portion of the pump cable was also returned measuring approximately 19.0¿ from the inline connector. The modular cable was also returned with the device. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. An outflow graft clip was also returned attached to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. The heartmate 3 lvas patient handbook,, is also currently available. Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the transplant was determined to have been routine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent a cardiac transplant on (B)(6) 2024. There were no reported alarms that occurred in conjunction with the transplant. The patient was not symptomatic or injured due to the event. The patient did not suffer hemodynamic compromise and did not require inotrope initiation. It was reported the heartmate 3 blood pump and heartmate 3 system controller would be returned.